Event description:
The customer reported that he experienced high bgs within a short amount of time after applying a new pod and believes that "the needle/cannula may not have fired". Within four hours of activation, his bg levels rose from 140 to 517 mg/dl. The pod was removed and will be returned for evaluation.

Manufacturer narrative:
The product was not returned to the MFR for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". The user failed to note this condition which would be visible through the viewing port upon pod placement if labeling is followed. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.